Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the implanted clip detached from one leaflet and remained attached to the other leaflet; leaflet damage was possible. It was reported that on (B)(6) 2017, one mitraclip was implanted in a patient with functional mitral regurgitation (mr) grade 3, reducing the mr to grade 1. Reportedly, this case was successful. On (B)(6) 2017, per echocardiographic imaging, the posterior medial leaflet had detached from the mitraclip (single leaflet device attachment-slda). Reportedly, the detachment was probably due to friable tissue and some tissue had torn off. Mr was increased to grade 3-4. On (B)(6) 2017, another mitraclip procedure was performed as treatment, successfully placing two mitraclips and reducing the mr from grade 3-4 to 2-3. Reportedly, the patient is in stable condition. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the reported patient effects of worsening mitral regurgitation (mr) and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to patient morphology/pathology due to friable leaflets. The reported mr and tissue damage appear to be a result of the slda. The additional therapy/non-surgical treatment and hospitalization were a result of case-specific circumstances as the patient underwent an additional mitraclip procedure, and the mr was reduced to grade 2-3. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.